Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) showed no irregularity. The reported event was reproduced. Disconnection of the cable was noted. Defect of the charge coupled device (ccd) unit was noted. Omsc guessed that the reported event was caused by the disconnection of the cable and defect of th ccd unit. There is possibility that the disconnection of the cable and defect of th ccd unit were caused by external stress due to user handling. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was black and did not appear.there was no report of patient injury associated with this event.